Manufacturer narrative:
Please note: this report is associated with MFR report # 3013164176-2019-00001.

Event description:
The following information was reported to gore: on (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm and an aneurysm of the common iliac artery and was treated with gore® excluder® aaa endoprostheses as well as gore® excluder® iliac branch endoprostheses. On (B)(6) 2018, the physician reportedly reviewed the final computed tomography images from the day of the procedure and found a type iii endoleak between the gore® excluder® iliac branch component ceb231210 and the gore® excluder® contralateral leg component plc271000. However, the patient appears to be asymptomatic and a re-intervention is not being considered at this time.

Manufacturer narrative:
H1 type of reportable event: corrected selection to "other". Please note: this report is associated with MFR report # 3013164176-2019-00001.

Manufacturer narrative:
Please note: it has been determined that the medwatch report sent on january 2, 2018, be retracted as no serious injury occurred. Therefore, this event is not considered reportable to the authorities. Please note: this report is associated with MFR report#: 3013164176-2019-00001.